Manufacturer narrative:
This is our initial report on this incident

Event description:
The customer reported false positive reactions caused by what he assumed was carry over of a patient sample with an anti-d and anti-c when testing on tango optimo. First following sample after a known positive (anti-d, anti-c) sample reacted positively in cell 1 and 2 of a three cell screening. Repeat run on same instrument yields a negative screen result that was confirmed by the gel method. The correct function of the allegedly defective reagents were proved by testing the retained samples of our quality control laboratory on tango optimo. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch records documentation showed no irregularities which might have affected negatively the quality of the involved lots. Taken together and mainly based on the findings of the field service engineer as well as on the negative result obtained from the repeat run with the sample in question at the customer site, we have no instigation to suspect instrument performance issues to be causative for the reported problem. Retesting of the complaint samples at bmd is still ongoing.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported false positive reactions caused by what he assumed was carry over of a patient sample with an anti-d and anti-c when testing on tango optimo. First following sample after a known positive (anti-d, anti-c) sample reacted positively in cell 1 and 2 of a three cell screening. Repeat run on same instrument yields a negative screen result that was confirmed by the gel method. The correct function of the allegedly defective reagents were proved by testing the retained samples of our quality control laboratory on tango optimo. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch records documentation showed no irregularities which might have affected negatively the quality of the involved lots. Taken together and mainly based on the findings of the field service engineer as well as on the negative result obtained from the repeat run with the sample in question at the customer site, we have no instigation to suspect instrument performance issues to be causative for the reported problem. When retesting of the complaint sample at bmd, the carryover could be reproduced with positive reactions on cells p1 and p2 of the first following known negative donor sample. The anti-c titre was found to be < 1:100. The anti-d titre was found to be > 1:3200. There is no indication for a malfunction of the affected tango optimo.